Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: post procedure. It was reported that one day prior to an uneventful left internal/common carotid artery stenting (cas) procedure, the pt was admitted to the emergency room for a myocardial infarction. The plan of care was to perform a coronary artery bypass graft (CABG). Prior to the CABG, the pt underwent lica/cca stenting procedure. Post the stenting procedure the pt experienced hypotension and was started on a neosynephrine drip. The patient's hypotension improved and the neosynephrine drip was discontinued the following day. Two days post procedure, the pt was transferred to ICU due to acute onset of congestive heart failure (chf) and recurring hypotension and a neosynephrine drip was restarted. At this point, the physician felt the hypotension and the chf were due to the patient's myocardial ischemia. The pt was stabilized on an integrilin drip and the hypotension resolved 6 days post procedure. The CABG was performed 9 days post cas. The pt was discharged to home 19 days post the carotid stenting procedure. Although requested, there is no additional info available.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. A review of the lot history record did not reveal any non-conforming material reports which could have contributed to this complaint. Hypotension is a known possible adverse event associated with carotid artery stenting procedures as listed in the device instructions for use.